Event description:
It was reported that before the surgery, the endotracheal tube balloon was found to be leaking during the examination when anesthesia in the hospital. Replaced the endotracheal tube. Product didn't come in contact with patient. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device that would have resulted in the reported event. Functionally, a syringe was used to inject 15-cc of air into the cuff balloon and inflation and deflation occurred normally. The cuff was reinflated and deflated multiple times and there were no issues. A leak test was performed by submerging the cuff and the inflation assembly under water, on separate occasions, and no leaks were observed. Electrically, for further analysis, the resistance from end to end shall be less than 200 ohms and the actual measurements were 11.3 ohms (blue), 11.3 ohms (blue with white stripe), 15.8 ohms (red), 18.9 ohms (red with white stripe) in which all electrodes were within specification. In the returned condition, there was no out of specification condition that was related to the complaint. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.